Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007779, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 14/oct/2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6007779" . The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007779 was packaging according to work instruction (wi) version 97 in the multivac 14 on 19/jun/2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f02605 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 18/jun/2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f01599 was manufactured according to the wi version 64 and manufactured in the machine sc08 on 16/jun/2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f01596 was manufactured according to the wi version 64 and manufactured in the machine 05-06 on 11/jun/2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02639 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 17/jun/2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02640 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 18/jun/2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02641 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 19/jun/2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02652 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 19/jun/2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to bent needle, extended inspection was found within specification therefore, the review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. Conclusion summary of complaint investigation: as a result of the following: no physical samples, extended inspection was created due to bent needle, no trend identified for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Blood glucose level was greater than 400 mg/dl at the time of the event. Therefore, patient took correction bolus for the treatment. No further information available.